Manufacturer narrative:
Concomitant products: product ID; 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3998, lot# v378107, implanted: (B)(6) 2010, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulators (ins) had to be explanted and replaced due to a confirmed 3rd overdischarge (od) condition. The explanted devices were discarded by the customer and therefore not returned to the manufacturer. There were no reported patient symptoms or complications associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report # 3004209178-2014-17963 for concomitant ins system information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the overdischarge was due to patient non-compliance. The patient did not have stimulation. The patient outcome was unknown.